Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing baclofen (2000mcg/ml at 1487.8mcg per day). The indications for use included intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy, gastroesophageal reflux disease (gerd), seizures and a ventricular-peritoneal shunt. In addition to pump medication, the patient was taking oral baclofen. On (B)(6) 2017, it was reported that the patient's dosing had been increased over the past year for poorly controlled lower extremity tightness. A dye study was performed, but nothing could be aspirated via the catheter access port (cap). The patient was admitted to the hospital on (B)(6) 2017 for a workup, including x-rays. The cause of the inability to aspirate the catheter and the lack of therapy were not determined, and a new catheter was placed on (B)(6) 2017. There were no known environmental, external, or patient factors that may have led or contributed to the issue, and the issue was considered resolved. The patient status was noted to be alive - no injury.